Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the da vinci system froze while driving in the patient side cart (psc) for docking. The surgeon decided to convert to open surgery due to the issue. The operation room (or) staff contacted intuitive surgical inc (isi) technical support after the procedure was converted. A technical support engineer (tse) viewed system logs and found a single non-recoverable error. The tse asked or staff to verify if the surgeon side console (ssc) was powered on and it was found to be off. The tse walked customer through connections with the ssc and vision side cart (vsc). The tse had customer power on the system from the vsc, but the ssc still would not power on. The tse walked customer through a hard power cycle and the replacement of the blue fiber cable between the vsc and ssc with a spare cable. The tse then asked the customer to power on the system from the ssc and the system powered on correctly. The sound of "da vinci is ready" could be heard in the background. The or staff verified that all 3 carts for the system had blue power buttons. Isi followed up with the initial reporter and obtained the following additional information: at time of event, the customer stated that the surgical ports were placed but were not connected to the robot arms. The surgeon elected to convert the procedure to open surgery without performing any troubleshooting. The site went on and completed the surgery with open procedure. There were no post operative complications after open surgery. There was no report of patient injury.

Manufacturer narrative:
Based on the claim against the product by the customer noting the da vinci system froze, an investigation was completed. The reported event was addressed with phone support. An isi field service engineer (fse) contacted the customer and confirmed that the issue resolved after replacing the blue fiber cable. The fse would send site a replacement cable to the site. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The blue fiber cable involved with this complaint is a customer replaceable item and will not be returned to isi for further investigation. Based on the current provided information, the probable root cause of the system fault pointing to a system connection issue between the ssc and vsc was due to a defective blue fiber cable. This cable issue can be resolved by replacing blue fiber cable and power cycling the system, if necessary. This complaint is being reported due to the following conclusion: due to a non-recoverable system fault, the surgeon converted a planned robotics assisted procedure to open surgery.